Event description:
It was reported that during the procedure, while the farawave catheter was positioned in the left atrium at the left inferior pulmonary vein and some ablation lesions had been performed, an attempt was made to advance the wire through the catheter in basket configuration. The physician noted that the wire would neither advance nor retract, and the catheter itself would not retract, suggesting it was stuck on tissue. Fluoroscopy showed bunched spines and the guidewire exiting through the middle of the basket rather than the distal end of the lumen. The physician was able to free and remove the catheter, and inspection revealed a broken distal lumen that allowed the guidewire to exit through its side while in basket configuration. No tissue was observed at the tip of the catheter or guidewire and the guidewire was removed as normal, while it was within the catheter. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.